Manufacturer narrative:
The unit has been returned to isi for failure analysis evaluation; however, evaluation of the unit is not yet complete; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted hysterectomy procedure, the image through the left eye of the high resolution stereo viewer (hrsv) on the surgeon side cart (ssc) was black. The site removed all of the installed instruments and restarted the system; however, the issue persisted. The surgeon made the decision to complete the planned surgical procedure with the da vinci surgical system using only the right eye of the hrsv. There was no patient harm, adverse outcome or injury due to the reported vision issue. The investigation performed by the intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the customer reported vision issue. The fse found that the left monitor of the hrsv had a bad connector cable, thus causing the left eye vision loss experienced by the site. The hrsv is located on the ssc and provides the video image for the surgeon console operator. The system was repaired by replacing the affected hrsv.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the unit involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported issue. During functional testing, intermittent video loss was observed.